Event description:
It was reported that device movement/shift and a small leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. At a routine 45-day follow-up appointment on (B)(6)2023, transesophageal echocardiogram (tee) revealed that the closure device had shifted and a 4mm leak was noted. There was no intervention or treatment required. The physician completed an additional follow-up on (B)(6)2023, and the leak was still noted. The patient will continue on oral anticoagulation medication and has a follow-up tee scheduled.